Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, pain, hardening.

Event description:
Patient reported, left side "pain, hardened breast". Patient later reported, capsular contracture, baker grade iii. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported left side "pain, hardened breast." Patient later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Clarification for d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the no further actions are required since no issue in the manufacturing of the device is observed.